Event description:
During product evaluation by a baxter service technician, an infus or pump was found to have a missing mounting plate. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The user interface module master software version for this device is not available at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be missing mounting clamp. No further testing has been completed at this time and no repairs have been performed due to estimate refusal by the customer or no response by the customer. If any additional information is received, a follow up MDR will be sent.